Manufacturer narrative:
D10: concomitant devices unavailable. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. Manufacturer narrative: the reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of loosening, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported loosening, and prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2007. Approximately 10 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2017 for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. No device return anticipated due to this being a legal case. No further information.